Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the contour next link 2.4 meter with in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8jpef10a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. Based on the returned test strip information, sections d1, d2, d4 (lot # and expiration date) have been updated with the correct product (test strip) information. Also, sections g1, 2 continued, h4 and h5 have been updated with the correct information for manufacturing site address, device manufacture date and labeled for single use respectively. Device model # (d4) was not provided.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that he was hospitalized on (B)(6) 2019 for a condition not related to diabetes. On (B)(6) 2019 at 7:36 a.m., the customer's blood glucose levels were tested with the contour next link 2.4 meter and a reading of 546 mg/dl was obtained. The customer was feeling symptoms of hypoglycemia such as shakiness and profuse sweating. Repeat testing were performed on the contour next link 2.4 meter as well as hospital's meter, which gave readings of 86 mg/dl and 56 mg/dl respectively. The doctor gave apple juice to the customer and in a few minutes, the customer's symptoms subsided. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. The customer suspected that his wife may have mixed the test strips from another vial of test strips as his current vial of test strips had more than 50 strips. Since the strip information was not provided, this report will be submitted under the meter information.